Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. The sample submitted was missing the critical component of the pump. The flow restrictor and distal luer had been cut off of the pump, so the flow accuracy tests could not be performed. Information on the fill volume, times of infusion, and patient condition was requested, but not provided. Retain samples from lot 712995 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 100ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within specification. If additional information that is pertinent of the event becomes available, I-flow will submit a follow-up report.

Event description:
Flow rate too fast. Pump infused in 32-35 hours instead of 48 hours. Fill volume 96ml.